Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation and severe, acute, cramping in both legs when awoken in the operating room. The patient was "crying in pain." The cramping and shocking returned when the stimulation was turned on later the same day. The patient met with the manufacturer representative on (B)(6), 2011. The patient's device was turned on and stimulation was felt. Then, suddenly, the patient experienced the shocking sensation once again. There was a question of nerve entrapment that caused the cramping. The leads were removed following a determination that the patient had failed the trail. The patient experienced nausea and a headache following the procedure. It was suspected that the patient suffered from a "wet tap" occurrence. A blood patch was performed on (B)(6), 2011. It was later reported that the patient had received no pain relief prior to the removal of the lead. A surgical paddle lead attempt may be considered at some time "in the distant future." As of the date of this report, the patient was medically managed, with no further "medical issues." The patient had mild tenderness on palpation over the upper buttock area, and more intense discomfort toward the tip of the coccyx area. A follow-up with the physician was pending. A follow-up report will be filed if additional information becomes available.